Manufacturer narrative:
Product analysis: the device will not be returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the delivery catheter system (dcs) could not pass the aortic arch smoothly due to angulation or calcification at the aortic arch. The valve was stuck at the arch level. The physician pushed the dcs, however, the dcs was unable to advance. The guidewire was exchanged and following the guidewire exchange, the valve was able to pass the aortic arch. Following the implant, an embolism was reported that resulted in hemiplegia. The physician reported the embolism was possibly due to the manipulation required to advance the dcs. No treatment was prescribed for the hemiplegia. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.